Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation but the test strips used have already been discarded. No product will be returned as the strips have already been discarded. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek vantus meter serial number (B)(4) compared to a laboratory using the dade innovin reagent. At 8:45 am, the laboratory result was 1.6 inr. At 9:18 am, the meter result was 2.1 inr. The customer's therapeutic range is 2.0-3.0 inr.